Manufacturer narrative:
Pending follow-up communication regarding potential cause of catheter breakage. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter replacement due to the catheter being broken and not providing therapy. The replaced catheter was discarded.

Manufacturer narrative:
Follow-up communication confirmed that the cause of the catheter breakage was unknown. As the device was discarded, additional investigation could not be performed on the device. A definitive root cause of the issue could not be determined. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that the cause of the catheter breakage is unknown. Cs stated that the patient never reported any falls, trauma, or volume discrepancies. Cs stated that this is a new patient and that the patient has a history of reporting pain.